Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump and technical support arranged pump replacement.